Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: preamendment h3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the filiform double pigtail ureteral stent set¿s stent was difficult to advance over the wire guide during an unspecified procedure. As a temporary measure, a stent from another brand was implanted. Subsequently, the surgery was rescheduled with the patient, and another filiform double pigtail ureteral stent was successfully implanted. No other adverse effects were reported for this incident.